Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative malfunction of the yasargil clip. During a procedure, "scissoring" of the yasargil cerebrovascular clip occurred. It had been applied with a specific forceps and then the malfunction occurred. The surgeon decided to leave the clip in place. The aneurysm neck was significantly sclerotic and it was felt that further manipulation might possibly damage the tissue. No patient injury has been reported and it was noted that no other clip had been placed. Additional information has been requested.

Manufacturer narrative:
Implant is not available for investigation. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from the batch. No product available and therefore it is not possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is a possibility that the root cause of the problem is most probably usage related or probably related to improper storage. According to the quality standard and DHR files a materials defect and production error can be excluded. Since these clips are subjects to a 100% inspection of surfaces, geometry and closing force, a delivery condition with poor geometry is excluded. Unfortunately due to a lack of data and without the product we cannot determine the exact cause. According to the complaint report, the clip has been sterilized repeatedly since purchase." There is the possibility for an improper sterilization, handling during sterilization or an improper storage after sterilization. It is unclear why the clip has been sterilized repeatedly since purchase. The permanent aneurysm clips are intended for single use. Furthermore there is the possibility for an improper handling due to a usage error. After apply clip the position has to been checked and correct if necessary. Due to the available information the clip was not able to be removed and no additional clipping was done. Therefore we assume a correct clipping and excluded any deviations of the product. Furthermore according the instrument for use the following caution danger and points must be observed. Excerpt from IFU: the permanent aneurysm clips are intended for permanent occlusion of cerebral aneurysms. These permanent aneurysm clips are intended for single use only. Damage to the clip due to incorrect handling, restriction of the functionally and changing of the closing force. Aescclap recommends supplying the permanent aneurysm clips prior to operation in their unopened sterile packaging; in this way, damage to the aneurysm clips is avoided their functionality is ensured and their correct closing force is maintained. Apply clip and ensure that occlusion of the aneurysm or vessel is achieved and that the aneurysm clip sits correctly on the aneurysm neck during and after the implantation and sits tight with the blood vessel. Check the position of the clip and correct if necessary. To avoid damage to the aneurysm clips: always treat the aneurysm clips with appropriate care. Never open aneurysm clips with your fingers. Avoid any manual and/or mechanical manipulation 9e.g. With fingers or instrumental of the aneurysm clips. Do not use clips with altered closing force. The clips are intended for single use only. Store clips in their original packaging. Remove them from their original protective packaging only just prior to application. Ensure that the clips are not damages in any way. Restrictions of the clips' closing force due to incorrect handling. Do not use a cleaning brush to clean the clips. Do not open the clips. Danger to the patient! The product must only be cleaned mechanically. Check each individual clip. Discard and do not use clips that have the following features: sign of damage, incorrect jaw position, bent components, misalignment and dirt. No CAPA necessary.